Event description:
A report was received that during a trial lead pull, 9 contacts from the patient's lead were left in the muscle and superficial tissues in the epidural space which was confirmed through an x-ray. The patient underwent a procedure where every contact was removed from the body.

Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.